Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the suture sleeve slid down past the superior vena cava (svc) coil and was sitting in the right atrium. The physician attempted to retrieve the suture sleeve but was unsuccessful. The suture sleeve was attached to the lead and was visible on fluoroscopy. The physician used a second suture sleeve to secure the lead and it remains in use. No patient complications have been reported as a result of this event.